Event description:
It was reported that the patients lead had migrated, which was confirmed through x-ray, and that the patient had pain around the midline incision. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.